Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the second of three reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-1658 for details regarding the first device. According to the complainant, during the procedure, the ptfe coating peeled from the jagwire. The device was replaced with another jagwire guidewire. Refer to MFR report #3005099803-2008-1519 for details regarding the third device.